Event description:
It was reported that cartridge alarms occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.